Manufacturer narrative:
Reference med watch report #1013319. Information provided was illegible and therefore it was difficult to decipher events and problems. Please note the reporter sent in another form listing injuries and they mention the pt had breast implants in 1972, yet they list the implant date as 05/29/70. There is no indication that there were two sets of implants.